Event description:
It was reported that a patient and trainer experienced difficulty turning a new connector to lock in place, while a subsequent connector functioned as expected. Symptoms included no reported adverse clinical effects. Outcomes included no functional impact to therapy and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no recurring malfunction and no confirmed device component failure, with normal operation restored using a different connector. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction with the connector that did not result in device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.